Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple altitude alarms. Reportedly, the pump was not exposed to altitude ranges outside the operating range. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot the issue.